Event description:
User stated the analyzer was leaking from the water reservoir and into the walkway. No one had slipped or fallen. No erroneous results were generated.

Manufacturer narrative:
The field service representative determined the water bottle valve was leaking and replaced it and rebuilt the seal system of the body. He performed qc with all results within specification.